Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission after receiving appropriate hv therapy. Upon interrogation, alerts for hv circuit damage, hv lead issue and low hv lead impedance were observed. Analysis of stored egms revealed low, out of range, hv lead impedance, possible hv circuit damage and aborted therapy. Externalized conductors were seen under fluoroscopy. Lead was explanted and replaced. Patient was discharged with no complications.